Manufacturer narrative:
Monitor sn (B)(4) and electrode belt sn (B)(4) were returned and evaluated at zoll manufacturing corporation. The evaluation included review of downloaded software flag files on the day of the event and incoming functional testing. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would contribute to the inappropriate treatment event. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction contributing to the defibrillation event. Manufacture dates: monitor: 4/30/2015; electrode belt: 7/28/2014.

Event description:
A us distributor contacted zoll and reported that a patient passed away on (B)(6) 2019 between 22:30 and 23:00 while wearing the lifevest. It was reported that the patient was in the ER with his wife and that the passing was cardiac related. Hospital staff were present made resuscitation attempts. Per clinical review of the download data, the lifevest detected an arrhythmia three times between 20:57:09 and 21:19:51 on (B)(6) 2019. The patient's rhythm was a sinus rhythm at 60 bpm transitioning to an idioventricular rhythm at 50 bpm with motion artifact. The rhythm then transitions to ventricular tachycardia (vt) from 120 bpm to 160 bpm with varying heart rate, varying amplitudes, and CPR artifact/motion artifact. The patient's prescribed vt treatment threshold was 150 bpm. The rhythm then transitions to sinus tachycardia at 120 bpm with CPR artifact. The device properly detected vt. However the varying heart rate, vary amplitude, and CPR artifact/motion artifact prevented the lifevest from treating the patient.